Event description:
It was reported that the patient had a micl13.2 implantable collamer lens implanted in the right eye in 2006. As part of postmarket study, the patient reported that he was experiencing low light glare and halos. The surgeon's office was contacted and reported that the last time they saw this patient was (ten months later) late 2006, and no refraction was done. The bcva at that time was 20/25. The patient's pupil size is 5 and a half mm in the light and 7 mm in the dark. The medical assistant indicated that the glares and halos may be the result of a problem with the dilatation of the pupil (excessive or inaccurate).

Manufacturer narrative:
Evaluation results - work order search was conducted and there was one similar complaint found.